Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via return paperwork regarding a patient receiving intrathecal compounded baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity and spinal cord injury/spinal cord disease. The pump was replaced on (B)(6) 2016 due to prophylactic removal of pump to avoid in-vivo battery depletion and the catheter was removed due to being clogged. A dye study was performed and they were unable to aspirate the catheter. The patient experienced a loss of therapy. There was no patient injury.

Manufacturer narrative:
Analysis of the catheter found ¿sutureless connector ¿ coring/tears/cuts in seal¿ and ¿catheter body ¿ incorrectly assembled or sutured¿. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event. Corrected information: conclusion code no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a healthcare provider on (B)(6)2017. It was reported that prior to the pump and catheter replacement in 2016, the patient was intermittently having difficulty controlling spasticity and had problems with the catheter. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated additional medical history included intractable spasticity, a broken neck (causing him to be on a respirator and also causing no motor function, further described as the right side of his body did not work, and every time he bent over/got dressed his right leg was stiff/right arm did not work, so he used his left side non-stop; did everything with his left side, as was only side that worked, and the muscles were solid). The patient's medical history of concomitant medications and dietary supplements included bisacodyl, escitalopram, gabapentin, norco (hydrocodone and acetaminophen), ibuprofen, lorazepam, miralax (polyethyelene glycol 3350), senna, and zolpidem. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.